Event description:
Boston scientific crm received information that this patient recently passed away. The patient's daughter called boston scientific patient services and stated that her mother passed away, and the device did not do anything to get her heart going again. To date, there has been no cause of death identified.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.